Event description:
Consultant reports following insertion and locking of tibial nail ex through a 12mm suprapatellar outer protection sleeve, it was noticed that a small portion of the sleeve was broken and a fragment was missing. After searching the sterile field for the missing fragment, it was determined that the piece had been retained in the patient. Using an arthroscope and various graspers, the retained fragment was visualized behind the proximal posterior aspect of the tibial nail, lodged between the implant and the tibia. The fragment was removed from the patient. The procedure was completed with no further problem, no harm to patient. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation stated that the device met all specifications. Based on the evaluation and the unknown cause, this complaint is deemed indeterminate from a manufacturing position. Product development evaluation stated that a portion was missing from the outer protection sleeve. The outer protection sleeve provides a soft, flexible protective barrier between soft tissue and medical instruments & implants. The flexibility of the protection sleeve allowed it to become partially inserted into the proximal end of the reamed channel and became caught between the tibia and the nail. There is no known way to provide enough flexibility to accommodate the bent nail geometry during entry and prevent the potential for entry into the opening in the tibia. The evaluation found the design is adequate for intended use with acceptable level of risk.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)